Event description:
A power source alert 07 was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl and was within the normal range. The caller resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.